Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). Pain the at the ipg site was also noted. The patient underwent revision procedure wherein the system was replaced. The patient is doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). Pain at the at ipg site was also noted. The patient underwent revision procedure wherein the system was replaced. The patient is doing well postoperatively. No further information has been obtained. Additional information was received that the explanted device components will not be returned as facility did not release them.